Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 3mm x 40mm x 146cm coyote es balloon was advanced for dilatation. During the procedure, the device was stuck at the lesion and the catheter shaft got separated inside the patient. The fragment was held in placed and pulled out, and the procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the device was stuck at the lesion, but the separated distal side was outside the body, so it was able to be removed.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 3mm x 40mm x 146cm coyote es balloon was advanced for dilatation. During the procedure, the device was stuck at the lesion and the catheter shaft got separated inside the patient. The fragment was held in placed and pulled out, and the procedure was completed with a different device. No patient complications nor injuries were reported.